Event description:
It was reported that during the implant attempt, upon attempting to position the atrial lead, the helix extended on its own. The physician then attempted to retract the helix, without any success. The lead was then removed, and tested on the table until the helix was retracted. A second attempt at placing the lead resulted in the helix not extending at all, even after multiple attempts and a high number of turns. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Visual summary analysis of the lead indicated stretching and damage at implant. The distal lv (low voltage) electrode of the lead was covered in blood, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. (B)(4).